Manufacturer narrative:
A technical field specialist (tfs) performed investigation of the system and replaced both the endoscopic camera manipulator (ecm) and robotic arm controller (rac) to fix the system. The ecm and rac have been requested back to isi for investigation. The ecm and rac has not yet been received at isi for failure analysis investigation. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted when the product is returned and evaluated and/ or if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted transoral surgical procedure, multiple errors occurred on the endoscopic camera manipulator (ecm) when inserting the endoscope into the mouth. The ecm is the camera arm located on the patient side cart (psc) which provides the sterile interface for the 3d endoscope. The error would not recover even after troubleshooting with an intuitive surgical, inc. (Isi) technical support engineer (tse). Due to the inability to recover the system errors, the da vinci procedure was aborted to an unknown laser method.

Manufacturer narrative:
Intuitive surgical, inc. Has received both the endoscopic camera manipulator (ecm) and robotic arm controller (rac) involved with this complaint and completed investigations. The ecm is the camera arm located on the patient side cart (psm) which provides the sterile interface for the 3d endoscope. The rac refers to the printed circuit board that receives signals from the rac control module (rcm) which performs all of the control, monitoring, communications, and upper-level safety functions. The error message that was reported by the customer could not be reproduced on the ecm, but was confirmed via the system logs. The ecm passed initialization, homing, pre-test basic matlab tests, dance for axis-4 only, sine cycle and normal mode without any issues. The error message reported by the customer was confirmed on the rac. The rac was installed in a test system where it started with no issues. However, when the system was power cycled the rac failed with the reported error. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.